Event description:
This case was initially received via regulatory authority (medicines and healthcare products regulatory agency mhra, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sever pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), incontinence ("incontinence"), polymenorrhagia ("heavy bleeding every 2 to 3 weeks with large clots"), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), mood swings ("mood swings"), hot flush ("hot flushes"), feeling abnormal ("brain fog"), dyspareunia ("pain having sex") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, incontinence, polymenorrhagia, allergy to metals, arthralgia, mood swings, hot flush, feeling abnormal, weight increased, dyspareunia and loss of libido outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, feeling abnormal, hot flush, incontinence, loss of libido, mood swings, pelvic pain, polymenorrhagia and weight increased to be related to essure. The reporter commented: essure still in place in my body but waiting for removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: nullification: due to internal review this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database.